Event description:
It was reported that the patients midline incision was opened, and something was sticking out.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch :7092932. Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch :31084939.

Event description:
It was reported that the patient's midline incision opened up and something was sticking out. Additional information was received that the patient underwent an explant procedure. It was noted that the wires were exposed at midline incision. The patient was doing well postoperatively. All explanted device components will not be returned.